Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis in a rectum resection in a left colon, the surgeon was not able to load the anvil. Surgeon used another stapler to resolve the issue. No patient injury.